Event description:
It was reported the insulin pump alarmed button error and was unable to clear. Customer stated the numbers. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.